Event description:
The patient was undergoing a coil embolization procedure in the left hepatic artery using a pod packing coil (pod pc), ruby coil, and a lantern delivery microcatheter (lantern). During the procedure, the physician placed a ruby coil in the target location using the lantern. Next, while advancing a pod pc through the lantern, the physician experienced resistance and the pod pc had unintentionally detached, prior to exiting all the way out of the lantern. It was also reported that the physician attempted to push the detached pod pc out from the lantern using a wire and attempted to flush the coil out from the lantern; however, the attempts were unsuccessful. Subsequently, when the physician removed the lantern, the pod pc came out from the lantern; therefore, the physician used a snare device to remove the detached pod pc. The procedure was completed using five packing coil lps and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.